Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, the following are the potential causes: - broken wire or short circuit in the imaging cable. - short circuit caused by cracked tabs on the imaging circuit board. - separation of the joint of the imaging circuit board. - abnormal continuity caused by internal water immersion. - abnormal continuity of electrical (el) connector or el cord. - connector damage or deformation. - lens damage or contamination. The event can be detected/prevented by following the instructions for use: ·inspection of the endoscopic system ·warnings and cautions or precautions during the device evaluation, service found the minor scratches on the rubber adhesive. The instrument/forceps channel was discolored due to chemical stress. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was no ultrasound image displayed from the subject device. The issue occurred during an unspecified procedure. There was no patient or user injury reported.